Manufacturer narrative:
The getinge service territory manager (stm) evaluated the unit. The stm replaced the batteries and performed full pm, calibration, safety, and functionality checks, which were completed per the service manual and passed to factory specifications. The stm returned the unit to the customer and released for clinical service

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units batteries failed to meet runtime specifications. There was no patient involvement.

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.